Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient implanted with a nail, plate and screw construct on an unknown date. Patient presented to hospital after experiencing pain while playing golf. Patient requested removal of the nail. On an unknown date surgeon removed the screws and used a lever on the plate with slight power and noted the plate to be broken. In order to extract the distal hook part, the surgeon conducted the osteotomy of acromion and extracted it. Reportedly, the surgeon did not use a lot of pressure during removal of the plate. It is unknown if the plate breakage occurred during the removal or prior to the removal surgery. This is 6 of 6 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.

Manufacturer narrative:
(B)(4)